Event description:
It was reported that the gastrointestinal videoscope had no image, a black image, and a lot of colored lines. This issue occurred during reprocessing of the device. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope image with error b30 (scope communication error). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.